Event description:
The patient was implanted with a left ventricular assist device. Approximately 2 months post-implant, the patient returned to the hospital due to not feeling well and having pain in the thorax. The patient was reported as having heart failure symptoms. According to the information provided, the patient had a low international normalized ratio (inr) the previous month and the pump power was higher than usual. The system monitor pump parameter screen indicated the following: 9,600 rpm, 18-20 watts, 12 lpm and the history screen revealed a pump stoppage. An echo revealed that there was no flow through the pump, the left ventricle was dilated and the aortic valve opened with each beat. A decision was made to exchange the pump. During the pump exchange, thrombus was observed in the inflow conduit, outflow graft and in the pump.

Manufacturer narrative:
The patient remains on lvad support with the replacement pump and was reported to be doing well following the procedure. The manufacturer is attempting to acquire the explanted pump for analysis. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.